Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 2.6, lab: 5.7. It was reported the pt was hospitalized for multiple hematoma. Time between testing was reported as 2 hours. Pt's therapeutic range is 3.0 - 3.5. Lot number info was not available.